Manufacturer narrative:
The lens was received in the vial. The delivery system, outer pouch, instructions for use and label set were absent while the ID card was enclosed in the outer box. The lens was inspected under a stereoscopic microscope set to x 10 magnification. The lens was badly damaged with one haptic completely ripped off and the other haptic partially hanging on. The cross-sectional inspection of both areas was jagged and it appeared that the lens was caught in these areas and tore. No other defects were noted. Additionally, there were no previous complaints received from this batch. A full audit of all batch documentation relating to the production of the lens was performed. The audit concluded that all procedures in manufacturing and packaging of the lenses had been conducted correctly. Batch reconciliation was 100.0%. Lenstec can confirm that this lens would not have passed our final clean and visual inspection criteria. Lenstec is unable to comment on the suitability of the imtec 30 cartridge used as this system is outside lenstec's validated parameters per the IFU.

Event description:
Lenstec was contacted by the facility stating "leading haptic broke in the eye; dr. Made larger incision to remove lens and inserted another lens in the same diopter size. The imtec 30 cartridge was used".